Event description:
It was reported that during a meniscus repair surgery, t2 implant of four (4) fast-fix 360 could not be deployed. The procedure was completed performing a meniscectomy. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). The other lot number used in the surgery was 2138355.

Event description:
It was reported that during a meniscus repair surgery, t2 implant of four (4) fast-fix 360 could not be deployed. All the ts were removed from the patient using grasper and punch. The procedure was completed performing a meniscectomy. There was a delay less than 30 minutes and no further complications were reported. The specialist was not satisfied with the surgical outcome.

Manufacturer narrative:
H6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An evaluation of the customer provided image was performed and found in both pictures the packages of the devices with the lot number attached to it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. A clinical evaluation states that the device IFU does note that ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed they are not in their original packaging, all 4 devices were returned with no way to differentiate. Insertion devices 1 and 2 were returned pret1 setting with no suture or implants returned. There is biological debris on the devices. Insertion device 3 was returned with the actuator bar extended past the needle tip, with no suture or implants returned. There is biological debris on the returned device. Insertion device 4 was returned with both implants in the channel ready to deploy, there is biological debris on the returned items. A functional evaluation was performed on the returned device and found insertion devices 1 and 2 cycle as designed. Insertion device 3 does not cycle as designed due to the actuator bar being stuck extended past the needle tip. Insertion device 4 ejected t1 as designed but the needle did not retract behind t2. An analysis of the customer provided image found in both pictures the packages of the devices with the lot number attached to it. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical evaluation states that the device IFU does note that ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The investigation did not identify a definitive root cause. However, probable causes for the reported failure in this event could include: (1) the application of unintended, inappropriate, or excessive force during device use, (2) user failure to fully actuate the device during the implantation process, and (3) tolerance variability in the bending process between the needle and actuator, which could have potentially caused the actuator to become stuck or slide below the implant, preventing it from properly picking up the implant for deployment. The manufacturing process was reviewed, and a process enhancement was implemented to reduce the variability in the bending process of the actuator and needle, thereby reducing the risk of a stuck actuator within the needle. Although this potential cause has been addressed, the investigation could not conclusively determine this as a definitive root cause. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.